Manufacturer narrative:
Corrected data: h11. The system report for the valve was inadvertently omitted from the previous report. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: tav evfxplus-23; product ID: evfxplus-23; serial/lot: (B)(6); UDI: ; manufactured date: 2025-10-10; use by date: 2027-10-10; implant date: n/a; FDA site ID: 9617601. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during loading, fluoroscopy confirmed that the paddles were in the paddle pockets and crown overlap was not seen. There was not unusual force during deployment or recapturing of the valve. The minimum diameter of the access vessel was 5.5mm, and a non-medtronic sheath was used. Per the physician, it was "possible" that the first valve contributed to the iliac injury.

Manufacturer narrative:
Image review: only one image was submitted for review in relation to the reported event. The absence of the patient executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not available for review; therefore, confirmation of an acceptable valve load could not be verified. The provided image demonstrates damage to the delivery catheter system, including separation of the capsule and the presence of tissue of unknown origin at the proximal end of the system. Due to the absence of a complete set of intraprocedural images, the root cause of the capsule damage could not be determined; therefore, the review is inconclusive. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-23}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, the bicorn technique was utilized to sever the leaflets on the patient's indwelling non-medtronic surgical aortic valve. Upon removal of the leaflets, the patient's hemodynamics became unstable, so the valve and delivery catheter system (dcs) were inserted quickly, with the right femoral artery used as the access site. Upon the first deployment attempt, at the 3rd-4th node, a popping noise was heard from the catheter. It was observed that the device had opened about an inch wide. The valve was attempted to be recaptured for further observation, however the capsule of the dcs would not close. Subsequently, the dcs was moved back to the descending aorta to try another recapture, however the capsule remained unable to close. It was decided to remove the dcs fully without recapture. Upon attempted removal of the dcs and external sheath, resistance was met. As the system came out, tissue was observed on the end of the catheter and sheath. The patient experienced hypotens ion and bleeding as a result of the iliac injury. Subsequently blood pressure medication was administered, a new valve and dcs were opened and used to complete the procedure. Surgical intervention including a stent, grafting and a blood transfusion of unspecified amount were performed to address the iliac injury. Upon review of the initial dcs, the capsule appeared to have broken off completely.